Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 314.291 lot: 14-5748 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: june 24, 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the clamps were difficult to assemble and disassemble. There was no reported patient involvement. This report involves one (1) sliding mechanism this is report 1 of 4 for (B)(4).